Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2014 with the following findings: there were no unexplainable pump reboots observed in the black box history. The pump powered on with the returned battery cap which was able to fully tighten. The battery caps height and width measured within specifications. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms duplicated; therefore, the complaint was not duplicated during testing. There was no evidence of moisture or loose components inside the pump when the pump case was removed. Unrelated to the original complaint, the pump had a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.